Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. Customer's blood glucose levels at the time of hospitalization over 577mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with 10 units of insulin and water given intravenously. The customer stated that they changed out their insulin pump, and did not notice that it said to rewind and press act to complete. Customer's blood glucose level at the time of the call 130mg/dl. Customer did not feel well enough to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.